Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is following up to gather more information regarding the reported event. A follow up report will be provided upon receipt of any further information.

Event description:
Manufacturer was informed of the following event: reportedly, on (B)(6) 2025, patient was prepared for bypass and aortic valve replacement. After completing multiple bypasses, which were reported as challenging due to very delicate tissue, the aorta was opened, the leaflets and calcium were removed, and the annulus was sized as a small perceval plus valve. The valve was collapsed, implanted, and the ballooning was performed. Then, they started to rewarm the patient and come off bypass, however it was seen on the echo that there were several leaks around the valve, and it was sitting above the annulus in the sinuses. They went back on bypass and removed the valve. As such, the annulus was checked and a bit more calcium was removed. The valve was loaded on the holder again and reimplanted taking more careful steps to ensure proper implant and deployment of the valve. Further checks for valve seating position were performed, and ballooning was completed. Then, they started to rewarm and slowly come off bypass. Reportedly, on echo evaluation the valve had no leaks and was seen to be in the correct position with good coaptation of the leaflets. The patient's right ventricle was said to be ballooning out and hemodynamics and blood pressure were not stable. Thus, they went back on bypass to gain control and attempt to come off slower with managing the volumes. In total, patient was on bypass for over 4 hours and cross clamp for over 1 hour. It was reported that the patient ultimately passed away. Patient medical history was reported as: coronary artery disease, aortic stenosis, end stage renal disease, obesity, obstructive sleep apnea, type 2 diabetes, hypertension, hypothyroidism, dyslipidemia.

Event description:
Manufacturer was informed of the following event: reportedly, on (B)(6) 2025, patient was prepared for bypass and aortic valve replacement. After completing multiple bypasses, which were reported as challenging due to very delicate tissue, the aorta was opened, the leaflets and calcium were removed, and the annulus was sized as a small perceval plus valve. The valve was collapsed, implanted, and the ballooning was performed. Then, they started to rewarm the patient and come off bypass, however it was seen on the echo that there were several leaks around the valve, and it was sitting above the annulus in the sinuses. They went back on bypass and removed the valve. As such, the annulus was checked and a bit more calcium was removed. The valve was loaded on the holder again and reimplanted taking more careful steps to ensure proper implant and deployment of the valve. Further checks for valve seating position were performed, and ballooning was completed. Then, they started to rewarm and slowly come off bypass. Reportedly, on echo evaluation the valve had no leaks and was seen to be in the correct position with good coaptation of the leaflets. The patient's right ventricle was said to be ballooning out and hemodynamics and blood pressure were not stable. Thus, they went back on bypass to gain control and attempt to come off slower with managing the volumes. In total, patient was on bypass for over 4 hours and cross clamp for over 1 hour. It was reported that the patient ultimately passed away. Patient medical history was reported as: coronary artery disease, aortic stenosis, end stage renal disease, obesity, obstructive sleep apnea, type 2 diabetes, hypertension, hypothyroidism, dyslipidemia.

Manufacturer narrative:
Updated sections b4, b5, g3, g6, h2, h6. Manufacturer attempted to follow up with the site but was informed that no further information will be provided. Based on the information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. From the information available, the cause of the event could possibly be related to malpositioning, difficult procedure and/or patient anatomy, but this cannot ultimately be confirmed.